Manufacturer narrative:
This report is submitted on may 23, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent a skin debridement and fluid extraction (date not reported) and subsequently was treated with oral antibiotics. However, the issue did not resolve. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.